Manufacturer narrative:
Only partial logs are available. The partial logs do not include error logs that indicate a procedure was performed, so a log review cannot be performed.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was located in the right upper lobe. Tools used for biopsy under c-arm fluoroscopy included a 21g flexision needle. Pathology declared the biopsy samples to be non-diagnostic. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.